Manufacturer narrative:
Correction/additional information: b5, d1, d4, d5, e2, e3, g1, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load delayed. A technical support specialist mentioned purge was completed. No errors were found in the database maintenance tasks or extract transform load processes. The case was closed, with new cases to be opened as needed to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary,etl process delayed. The customer reported that there was 9 hours of delays and refills data were not accurate. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system etl process delayed. The customer reported that there was 9 hours of delays and refills data were not accurate. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.